Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's levels had dropped to 42mg/dl. The customer states they had passed out before they could treat. Paramedics responded and treated customer with IV and got the levels up to 109mg/dl. The customer declined to troubleshoot.